Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states that an ambulance needed to be called because their blood glucose level had gone down to 21mg/dl. The customer states they declined to be taken to the hospital. The customer states they are brittle diabetic, and their levels drop fast. The customer was assisted with obtaining a upgrade pump.